Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter. A new wall adapter was sent to the customer. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.